Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, an episode of non-sustained oversensing due to undersensing on the far field channel was noted. The patient was stable with no adverse consequences and will continue to be monitored.